Event description:
It was reported that after the autopulse platform was put back into service following a cardiac arrest, it was observed that the unit was displaying a user advisory (ua) 16 (timeout moving to take-up position) message. The customer attempted to exchange the lifebands and reset the device, however the issue would not resolve. There was no report of any patient involvement. No further details were provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for evaluation. Visual inspection was performed and it was found that the top cover, flexible patient restraint and the battery compartment were damaged. From the condition of the returned unit, the cause of the damages appeared to be wear and tear. The platform was functionally tested and the reported complaint was confirmed; the platform displayed a user advisory 16 (time-out moving to take-up position) during testing. Further inspection determined the cause to be that the motor controller board was defective. After the motor controller board was replaced, the platform was re-tested and passed functional testing with no other user advisories or warnings observed. A review of the archive was performed and no user advisory or error codes were observed on the reported event date of (B)(6) 2015. However, multiple ua 16 codes were observed on (B)(6) 2015. Unrelated to the reported event, a review of the archive data showed that the following user advisories also occurred on (B)(6) 2015: user advisory 45 (not at "home" position after power-on/restart), user advisory 23 (compression will exceed 3 revolutions) 24 (timeout moving to "home" position) and user advisory 2 (compression tracking error). Based on the archive data, probable causes for the observed codes were determined to be the following. The ua 45 and 23 codes were likely due to the lifeband straps not pulled completely out prior to turning the device on. The root cause for the ua 24 could not be determined. The ua 2 was likely due to the lifeband being opened while the device was turned on. Based on the initial investigation, the parts identified for replacement were top cover, flexible patient restraint, battery compartment and the motor controller board. In summary, the reported complaint was confirmed during functional testing and archive review. Inspection of the device determined the cause of the reported ua 16 code to be that the motor controller board was defective. After, the motor controller board was replaced, the platform passed all test criteria.